Manufacturer narrative:
D10/h2/h6: the cable and the computer were returned for analysis. Analysis on the computer has not yet been complete. Codes 4118, 3233 and 11 are applicable. H2/h3/h6: th cable was returned and analyzed. The cable jacket had separated at the lemo connector. No internal wires had been exposed. The shield wire had been severed and was not visible. Otherwise, a continuity test revealed a short from pin 1 of the usb cable to shield and an open from pin 1 to pin 1. Codes 10, 120 and 4307 are applicable h2: additional information was received. The lot number of the cable is 160330 and the lot number of the computer is 1750152. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a representative went to the site to preform system check out. It was noted that the axiem was not working. They replaced the computer and axiem communication/power cable and that resolved the issue. The returned computer boots normally to the application screen. The installed programs and they all ran normally. The computer was placed in navigation mode for 21 hours, and it remained in green status. All usb ports passed system testing. There was no noted failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, lot #: unknown, ubd: unknown, UDI: unknown. Product ID: 9735225r, lot #: unknown, ubd: unknown, UDI: unknown. No products have been returned to medtronic for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that prior to a case, when setting up the system, the software displayed that the axiem box was not communicating. The local representative (cs) stated that it had a status of 8. The site switched axiem boxes with no change. Technical services (ts) had the cs change the usb port for the power/communication cable and the communication was not resolved. This was reported outside of a procedure. There was no patient involved.